Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer felt an electrical shock from the pump while it was plugged in and charging. Subsequently, the pump shutdown unexpectedly. The customer connected the pump to a power source to charge, but the pump did not turn on. The customer's blood glucose (bg) was 358mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues could not be verified due to a different issue that was identified.